Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention took place on (B)(6) 2021, wherein it was discovered the left lead was fractured. In turn, the physician explanted and replaced the lead. Patient now has stimulation covering all pain areas.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-19049. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the lead had all contacts with high impedances. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported.